Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application displayed a failure but was unsure what it was. There is now an x in the top right of the trend graph screen indicating that the sensor session stopped. No additional event or patient information is available.